Manufacturer narrative:
This device remains in service for the time being, but will be explanted and replaced in the near future. At this time there is no additional information. Should additional information become available, this report will be updated. This device will not be returned to boston scientific for laboratory analysis.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device was exhibiting beeping. During follow-up, it was noted this device was in middle of life 2 (mol2). There is a concern that the battery has depleted earlier than expected. This patient is trying to decide which hospital he/she would like to have the replacement procedure. There were no adverse patient effects reported. -- subsequently, additional information was received that a replacement procedure took place.